Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy: "the surgeon inserted the trocar, during the process of blocking the trocar the balloon blew. Parts of the balloon spread into the abdominal cavity. They were collected again by the surgeon". Pt status: "well".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the balloon was visibly damaged and a large portion was missing. Delamination of the balloon material from the cannula was noted at the base of the balloon, indicating that the balloon had been overinflated. During the manufacturing process, all advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, engineering has concluded that this incident most likely resulted from overinflation of the balloon and contact with a sharp object. Any type of interaction with a sharp object can compromise the integrity of the trocar balloon. The instructions for use (IFU) state, "over inflation of the balloon can cause balloon to burst. Do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement". This document represents our final report.